Manufacturer narrative:
Motor position encoder alarm was not verified in alarm history screen due to overwritten history file. The insulin pump passed displacement test, rewind test, basic occlusion test, and prime test. The device was received stuck in motor error alarm loop during basal delivery. Motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, and cracked battery tube threads.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error twice within the last 30 days. The blood glucose reading was 220 mg/dl. The caller reported that the insulin pump also alarmed another alarm, which indicated that the motor encoder position experienced an error. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.